Manufacturer narrative:
Cannot confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that will not power on. No patient involvement.